Event description:
The manufacturer received information alleging nose bleeds, sinus infection, headaches, dizziness, lightheaded, skin irritation in the nasal area, nasal/throat irritation or soreness; burning/smoke/electrical odor, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experiencing an electrical wire odor, the air inside the tubing hot, nose bleeds, sinus infection, headaches, dizziness, lightheadedness, and skin irritation in the nasal area. Issue related to a CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer concludes that confirmed no presence of degraded sound abatement foam using a fitt, unable to address the patient's symptoms, manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Manufacturer can confirm the presence of contamination in the airpath. Sections d8, d9, h2, h3, h6 has been updated in this report.